Manufacturer narrative:
Updated information can be found in the following fields: d10, g4, g7, h3, h6, h10. 4310 - intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and device evaluation was completed. The reported event was confirmed through failure analysis investigation. Inspection found that the instrument grip cable was fayed at the at the distal idler pulleys. The frayed cable strands were sticking out at the wrist. Further investigation of the instrument indicated that the grip cable was not fractured, therefore, the likelihood of a fragment from this wire to detach is unlikely. Inspection of the grip cable found no missing piece.

Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
A review of the complaint history does not show any additional complaints related to the long bipolar grasper instrument. Analysis of the system and instrument logs confirmed the event date of the customer reported issue. The instrument was used for a procedure using a da vinci system number (B)(4). During that procedure, the instrument recorded 2 remaining usable lives. No additional technical review was performed as there are no errors associated with a frayed cable on an instrument. Additionally, the procedure video was not available for isi to review. Isi has requested the instrument to be returned for evaluation. However, as of the date of this report, isi has not received the instrument. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a wire on the long bipolar grasper instrument wrist was frayed. At this time, it is unknown if a fragment was missing from the instrument, and the location of the fragment if it was. It is unclear if a fragment actually fell inside the patient and was retained. In addition, the root cause of the customer reported failure mode is unknown. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. Not applicable because the product is not implantable.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, a wire on the long bipolar grasper instrument wrist was frayed. As a result, a fragment possibly fell inside the patient, and was not found. The location of the missing instrument fragment is unknown and it was unclear if the fragment actually fell inside the patient and was retained. The user completed the procedure using a backup instrument. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the allegation was based on the surgeon and the hospital personnel's review of the procedure video. Isi attempted to obtain a copy of the procedure video for proper evaluation from the site; however, the site stated that a copy will not be provided to isi. No additional information was provided as of the date of this report.